Manufacturer narrative:
The customer's complaint was not replicated during in-house testing with retains of device lot w64049b. No issues with tni recovery were observed, lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reporting receiving conflicting triage tni results for a male patient. Triage tni results were as follows: (B)(6). Customer could not provide the reason for the patients visit to the ed, patients' medical history, patients' medication list or results from the EKG. Customer stated patient was not treated on triage results. Patients' outcome was no mi and patient was discharged.